Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure when the nurse was clearing up in the operating room, it was discovered that the tip of the cutter device was broken. According to the reporter, the surgeon thought that the cutter device broke during surgery while drilling a hole in bone flap to raise dura; therefore, it was confirmed that the broken fragment part of the cutter device did not fall into the patient's body. It was reported that the fragments were generated and that they never fell into the patient as there was no presence of a broken or damaged device has been found in the patient after surgery. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. It was reported that the procedure was completed successfully and that there was no harm to the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was missing. The cause for the cutter to break was determined to be due to excessive radial force applied during use as apparent from the squared break at the proximal end of the flutes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.